Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility biomedical engineer (biomed) replaced the main board and datasettes. A full preventative maintenance (pm) and calibration was performed. The iabp was and cleared for clinical service.

Event description:
It was reported that the intra-aortic balloon pump (iabp) experienced an autofill failure producing a high pitched squeal. It is unknown under what circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.